Event description:
A pt reported experiencing inaccurate low results with a sse meter. The pt's blood glucose results were 146mg/dl (meter), 206mg/dl (lab). Tests were done within 21-30 mins with a difference of 29%. Pt did not experience any adverse events. No further info has been reported.